Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's screen is frozen. The blood glucose reading is 264 mg/dl. There is no response from any button. Customer removed the battery and reinserted a new battery. The insulin pump is still frozen with no advancement of the time. Nothing further reported.